Event description:
It was reported that the channel of the gastrointestinal videoscope had leakage of black ink when blowing out with air. This issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.